Event description:
It was reported, during the (B)(6) 2025 ipg replacement (related manufacturer reference number: 3006705815-2024-03939), a lead diagnostic was performed where it was revealed one lead had high impedances. As a result, the impeded lead was explanted to address the issue. It is undetermined which lead had high impedances.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7085692. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.